Event description:
Reporter indicated that diagnostic testing on the patient's vns showed high lead impedance. Both system and normal mode diagnostic testing yielded the same results. No relevant patient trauma is known to have occurred that may have contributed to the high impedance readings. Revision surgery is not planned as the patient is planning on having their vns device removed. No surgery date has been set at this time.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.